Event description:
Event description: boston scientific received info that the rate sensing portion of this implantable transvenous right ventricular lead was exhibiting noise and oversensing. Also, the pt reportedly received 2 inappropriate shocks. During explant of the right ventricular lead, an insulation break was noted on the transvenous right atrial lead, and it was also explanted. Additionally, the cardiac resynchronization therapy defibrillator (crt-d) implanted with these leads was replaced during this procedure in order to avoid a second procedure in the near future. No pt symptoms were reported with this event.

Manufacturer narrative:
Not returned. Event conclusion: a new cardiac resynchronization therapy defibrillator (crt-d), right ventricular and atrial leads were successfully implanted. An x-ray was unable to confirm or deny lead fracture. Multiple attempts were made to obtain the rv lead for lab analysis, but were unsuccessful. No additional info is available at this time. Should more info become available, the event will be reopened.